Manufacturer narrative:
(B) (4). Physio further found that the device was able to charge and deliver four shocks in the returned condition. The root cause of the pre-mature depletion of the internal battery and fault codes was not determined. The internal hlc battery was recharged and the device passed ten monthly 3 am tests and two product performance inspection tests successfully. The root cause of the issue was not determined. A replacement device was provided to the customer.

Event description:
It was reported that the device had a charge pak indication illuminated prematurely when the expiration date was 02/28/2011. The device was returned to physio-control and the cp and attention icons were observed and the device internal hlc battery was severely depleted. The internal device memory log files indicated a potential lock up issue. There was no pt involvement with incident.